Manufacturer narrative:
Investigation: x-inspect returned samples. Analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi in 1999. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 93834, this unit was at csi on 2/7/2020. Visual evaluation: visual examination of the complaint unit revealed physical damage. Both triggers, the freeze and defrost, were broken off. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to end user error. Specifically, handling. The unit's triggers were broken off and directly impacts the internal portion of the trigger assembly. Correction and/or corrective action: the unit was repaired, tested and returned to the customer at a charge. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
The freeze button kept getting stuck in the freeze position/on. Order: (B)(4). Ref (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
The freeze button kept getting stuck in the freeze position/on. Order: (B)(4). Ref (B)(4).